Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for left humerus surgical neck fracture. When the surgeon was fixing a plate with a screw using the screwdriver in question, the screwdriver broke. The broken part of the screwdriver buried in the screwhead, and it was impossible to remove the screw from the plate. Therefore, the surgeon left the screw as it is, removed the other screws out of the plate, and pulled the plate out vertically together with the unremovable screw. After that, the surgeon tried to remove the unremovable screw from the plate using some instruments, but he couldn¿t. The surgeon gave up using the plate and used another new plate for this treatment. The surgery was completed successfully within thirty (30) minutes surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) screwdriver shaft stardrive 165mm. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: part: 03.113.019 lot: 9830325 manufacturing site: werk hägendorf supplier: n/a release to warehouse date: march 17, 2016 expiration date: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.